Manufacturer narrative:
The system was examined and the reported event was confirmed, as the lamp was determined to have been broken. The lamp was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 4, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming lamp. However, how or when the component became nonconforming cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system's lamp did not light. Additional information has been requested.